Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, an occlusion alarm occurred, however, the customer reported that the issue had resolved and declined troubleshooting. Customer¿s blood glucose level was 397mg/dl.